Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The battery compartment was cracked from the threads down to the case seal on the side. The returned battery cap was undamaged and able to fit. The battery cap was fastened and then unscrewed a half turn with no reboots occurring. The ez-prime steps were performed correctly. No power interruptions occurred during the investigation. The power complaint was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the power printed circuit board.